Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead suffered from twiddler's syndrome resulting in a lead dislodgement and increased defibrillation threshold measurements. A revision procedure was performed successfully. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
All available information indicates that this lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.